Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the patient is not feeling stimulation and he is unable to charge his ipg. The charger antenna seems well connected and intact. A replacement charger was sent to the patient. Attempts to follow-up with the patient have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.